Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr was bent and medication would not flow through and inject during use. The following information was provided by the initial reporter, translated from french to english: "unable to inject the product. The needle is easily bent. The product does not go out. Needles not well finished."

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr was bent and medication would not flow through and inject during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "unable to inject the product. The needle is easily bent. The product does not go out. Needles not well finished."